Manufacturer narrative:
The following sections were updated: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labeling review. The complaint for valve deployed too ventricular was confirmed with objective evidence based on imaging evaluation. A device history record review was conducted and there were no nonconformances related to the issue observed and the device passed all manufacturing specifications. Since there are no confirmed product or labeling, IFU, training material nonconformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required. Per imaging evaluation, a review of the procedural tee showed that the 48 mm evoque valve was deployed too ventricular, positioned low on the anterior/septal aspects. Imaging indicated mild instability, mild anteroseptal paravalvular leak (pvl), and qualitatively mild residual tricuspid regurgitation (tr), with a mean inflow gradient of 1 mmhg at 92 bpm. The root cause was determined to be procedure-related, specifically suboptimal depth and trajectory, with a contributing patient factor of a short septal leaflet exhibiting plastering on the anterior aspect. Available information suggests that the procedure, involving suboptimal depth and trajectory, with a contributing patient factor of a short septal leaflet that appeared plastered along the anterior aspect likely contributed to the event. Valve settling events such as valve deployed too ventricular may be caused by a variety of factors such as minor subvalvular interaction that causes a drop immediately upon deployment. Additionally, these events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. Typically, these events do not require interventions. The screening process verifies papillary muscle locations for events such as these if diastolic oversizing is not ideal. Therefore, the most likely cause of this event is due to operational context.

Event description:
As reported by the edwards lifesciences affiliate in spain, edwards received notification of a 48mm evoque procedure in tricuspid position. It was reported that on post-operative day (pod) 1, the valve was observed to be more tilted and the pvl increased to moderate. On post-operative day (pod) 2, the patient was having frequent ventricular ectopy with episodes of ventricular tachycardia. An attempt was made to remove the previously placed device by traction, but removal was unsuccessful due to firm fixation to the subvalvular apparatus and impaction against a hematomatous and fragile tricuspid annulus. After consideration, the decision was made to place the evoque valve on the right position using stitches. The surgery went well and the patient was in stable condition. A tee and tte were performed and no transvalvular or paravalvular leaks and no obstruction were seen. The patient is recovering well.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.